Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unk) with the device in manual mode. The complainant reported that when the ambulance drove over a bump in the road, the device switched to semi-automatic mode. The medics then switched the device back to manual mode, but at this point just the vibration from the traveling ambulance switched the device back into semi-automatic mode. The complainant indicated that the medics were in close proximity to the hosp when the reported malfunction occurred, and there was no adverse effect on the pt as a result of the malfunction.